Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the reported printer issue; the programmer passed functional testing and was able to print multiple reports. Analysis found cracked solder joints on the ECG (electrocardiogram) and rf (radio frequency) head connections on the lem (link electronic module) printed circuit board assembly. Analysis also found the lower case was worn and the system fan was noisy. It was noted the stylus was missing. (B)(4).

Event description:
It was reported the printer was non functional. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.